Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-52624. It was reported that the patient presented with infection. The pacemaker, right atrial, right ventricular and left ventricular leads were explanted. The old pacemaker was left and was used as semi-permanent until the infection clears. The patient was in stable condition.